Event description:
Significant resistance was reportedly felt during a stenting procedure of the internal carotid artery (ica), as the stent delivery system was advanced into the subject guide catheter. The stent delivery system and guide catheter were removed from the pt and flushed. The distal tip of the guide catheter was noted to be broken off and was not removed from the pt with the two devices. The procedure was completed with the use of another guide catheter and stent. There was no allegation of harm. The pt was reported to be fine.